Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a 120" (305 cm) appx 15.8 ml, 15 drop admin set w/3 clave¿ clear, nanoclave¿ stopcock, 2 check valves, spin luer, 2 ext. It was stated in the report that the line seemed to prime fine but then flow stopped when it was connected to IV. It could have also been related to the lower backcheck valve not fully ¿popping¿ open. There was unknown patient involvement, unknown patient harm and unknown delay in therapy.

Manufacturer narrative:
Received one used ac135 admin set for inspection. No defects or anomalies noted. No errant solvent observed on the check valves. The sample was primed by hanging from an ICU medical provided IV bag. There were no restrictions in flow. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.